Event description:
It was reported that the patient experienced pneumothorax in the right lung following the initial implant. The patient underwent treatment and was discharged. Within two weeks, the patient visited the emergency room because of chest pain. Later that night, the patient went into a shock state often seen with perforation cases, and cardiac tamponade was confirmed. Upon x-ray, perforation ofthe atrium was slightly visible. Open heart surgery was performed and the atrial lead was explanted, with an epicardial replacement lead being implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concomitant medical products: 5086mri58 implantable pacing lead, (B)(6) 2013. (B)(4).